Event description:
It was reported that the wake button was not working. There was no reported adverse impact to customer's blood glucose level. Customer declined a follow up with tandem technical support, no additional information was obtained.